Event description:
It was reported that a clear-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during the visual inspection process at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: initial reporter address: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: one partially filled bag and two photographs of the sample were received for evaluation. Unaided eye visual inspection was performed under normal room conditions and no particulate could be identified. The sample was also inspected under magnification and no particulate was identified. The fill port cap was removed of the actual sample and no issue was observed. However, inspection of the photographs revealed a colorless to white elongated polymeric appearing particle possibly of fill port material inside the container in one of the photographs. The reported condition was verified in one of the photographs; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.